Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose level was 'low' but customer declined to provide additional information and further troubleshooting with tandem technical support. Reportedly, the customer had insulin pens as alternate insulin therapy.